Manufacturer narrative:
(B)(4). The device was received for evaluation in an opened pouch. Visual inspection revealed a cut in the tubing 71.5cm above the y-site. No signs of a cut were observed on the pouch. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked from a tear in the tubing. This occurred during infusion of 0.9% sodium chloride solution. To resolve the issue, the set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.